Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a false positive troponin (tni) result. Doctor administered heparin and had sample re-tested on triage meter and bci.